Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the insertion part distal end air/water channel and a foreign body in the control unit air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the suggested event was likely due to the failure to follow the instruction for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.